Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient was uncomfortable with near vision. Due to patient being uncomfortable with near vision, the lens was removed and replaced intraopertively with a same length lens. The resolved the problem. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency."

Manufacturer narrative:
Corrected data: b5 a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient was uncomfortable with near vision. The lens was exchanged with a same length lens but different power. The resolved the problem. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. (B)(4).